Event description:
Recently my husband used the icy hot therapy patches and has developed a burn and scar on his back. He followed the directions on the box (1) patch was used. We would like your input on this situation, we have 2 patches left in the box unused. Reporter's husband used product on lower back around belt line about 4 weeks ago. He wore it for about 8 hours while working on his job. After removing the patch, he has 2-3 big blisters on skin. He had used the product before on other areas of the body with no problem. He thinks the product is great- but now has a scar, and is afraid to use again. It has been there for over a month no change in the discoloration of scar. Consumer treated area himself with aloe, which worked great but took a while.